Event description:
Customer reportedly obtained results of 570mg/dl and 143mg/dl on the compact plus system within 10 minutes. Customer took their normal medications based on device results. No adverse event reported. Requested return of suspect system and replacement was sent.